Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all 75 devices stopped communicating, and downloads were halted and 10 devices were placed in critical override. A technical support specialist (tss) informed the customer that the case would be escalated to the department of defense support team and that a support agent would follow up. The tss attempted to contact the on call resource and successfully reached the contact, during which the issue was explained, and server was rebooted. The tss then updated the customer on the status and confirmed that services had been restored, verified that the critical alert had cleared. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices across the facility stopped communicating with the server, and downloads ceased. As a result of the communication failure, the affected devices entered critical override mode.the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.